Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a procedure performed on (B)(6) 2023. During the procedure, the balloon could not be inflated. The first dilation was fine but the second time it did not inflate. The balloon was supposed to be left in place for one minute, but it could not be maintained for one minute and began to deflate. The procedure was completed with another balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a balloon pinhole in an unknown anatomy location. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable investigation result of a balloon pinhole in an unknown anatomy location. Block h10: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the balloon (distal section), located approximately 14 mm from the tip. Microscopic inspection found a pinhole located approximately at 14 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to inflate was confirmed. The results of the analysis performed on the returned device found that the balloon had a pinhole located approximately at 14 mm from the tip of the device causing the balloon not to inflate. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.